Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Patient code: no code available ((B)(4)) was used to capture device revision or replacement.

Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due to take place on (B)(6) 2016: right, xl, reason(s) for revision: pain, possible loosening of the cup. On 10 dec 2015 - update - rcvd corrected implant date - also stated that scf not available due to over 10 yrs - kf 17/12/2015. Update aug 18, 2017: email notification from(B)(6) received. Date of revision provided. This complaint was updated on: aug 23, 2017.